Manufacturer narrative:
A lot number was not provided therefore the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of products. One decontaminated drainage bag was received for evaluation. The manipulated sample was received without the catheter and the adapter was observed without the catheter connection. The reported condition could not be confirmed since the catheter was not returned for evaluation. However, as part of continuous improvements, a corrective action has been opened to investigate and address the reported condition further. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. The results will be forwarded upon completion.

Event description:
The customer reported that the foley spontaneously broke apart in the csicu, the catheter detached from the tubing at the green seal. There was no patient injury reported. No further information is available.